Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed error 64 during the procedure, and it was not possible to read the exam. Rebooting the system did not resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation. There was no reported impact on patient outcome. The next action is for the solid state drive (ssd) to be replaced and update the software.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6), h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. The software analysis was completed. There was enough information to suggest a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the ssd was replaced. Cods b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.